Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; anal pain; thi pain; off vag dis; nonsurgical treatments: the patient was treated with pain medication: ibuprofen and paracetamol for the treatment of: treat pain associated with back, groin, pelvis and thigh. Treatment duration: ongoing. The patient was treated with injections (not associated with surgical treatment): acupuncture for the treatment of: treat back pain. Treatment duration: ongoing.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.